Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received critical pump error. Customer's blood glucose value was unknown. Customer was advised to revert to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis and a replacement pump will be sent.